Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg takes very long to fully charge. It was also stated that the charge burden is increasing every five days in between charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg takes very long to fully charge. It was also stated that the charge burden is increasing every five days in between charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted device was discarded by the medical facility.